Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a previously scheduled right ventricular (rv) lead implant, which was intended to be connected to this chronic device, during port plug removal and lead insertion, high out of range pacing impedance measurements were observed and unable to be resolved. After careful troubleshooting attempts, the device was removed and another device implanted with the new rv lead and existing right atrial lead. The removed device was later returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a previously scheduled right ventricular lead implant which was intended to be connected to this chronic device, upon port plug removal and lead insertion, high out of range pacing impedance measurements were observed and unable to be resolved. As such and after careful troubleshooting efforts, the device was removed and another device implanted with the new rv lead and existing right atrial lead. The removed device is expected to be returned for analysis. No resulting adverse patient effects were reported.